Event description:
Reporting status: serious injury - surgical intervention - permanent damage. Reporting rationale: stenosis requiring medical intervention, surgical intervention; resulting in permanent damage. Device issue: no device malfunction has been reported. It was reported via an article that of the total patients included, some had a control angio after six months, which resulted in target lesion revascularizations for stenosis, with percutaneous transluminal coronary angioplasty's (ptca) and coronary artery bypass graft's (CABG). No additional event or patient information is available.